Manufacturer narrative:
A DHR review did not reveal any non-conformities, or deviation from specification relevant to the reported issue. Further information has been requested, and investigation is ongoing. A supplemental emdr will be sent when the investigation is completed. Device not returned yet.

Event description:
It was reported that the systolic blood pressure values between the pulsioflex (transmitted to the bedside monitor) and bedside monitor deviated about 50 mmhg. Values about 120 mmhg were displayed on the pulsioflex monitor, and the bedside monitor showed 170 mmhg. This problem could be confirmed with a second pulsioflex device. No harm or clinical consequences occurred to the patient. The pulsioflex has been removed from the system. Manufacturer reference #: (B)(4).

Event description:
Manufacturer reference #:(B)(4).

Manufacturer narrative:
The concerned product has been returned by the hospital. In depth investigation of the concerned product revealed a small cut in the blue picco catheter tubing located 18 mm from the channel separation. The separation between thermistor wire and blood lumen was perforated from the same cut. Very likely, this cut in the lumen had led to a blood flow to the thermistor plug and the impossibility of measurement. A 100 % leakage test is performed during production. A DHR check could not identify any non-conformities or deviations relevant to the reported issue. There is no indication for a systematic production or design problem as the complaint rate is very low (< 0,01 %, considering all types of picco catheters). A simulation test by cutting a picco catheter tubing with a scalpel showed a very similar appearance of the cut. This leads to the conclusion that the most likely root cause is seen in an user error by not following the IFU and damaging the picco catheter tubing with a sharp item. The IFU states: "warning: do not alter or cut the catheter, guide wire, or any other set component during insertion, use or removal." The complaint investigation results are supported by the complaint description which says that the leakage has been detected on the second day of use. Overall, investigations did no indicate that the device failed to meet its specification when the event occurred. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue will be further monitored on the market to identify trends.